Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds causing the patient to experienced diaphragmatic stimulation. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.